Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited possible far field r-wave (ffrw) oversensing.

Manufacturer narrative:
Concomitant product(s): a 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during follow up that the lead had been reprogrammed as a result of additional ffrw oversensing.